Manufacturer narrative:
The available images shows that the user worked with a damaged handpiece tip. Dirt on the handpiece tip were burnt during the treatment and thus also a crack on the tip has occurred. The user has clearly disregarded the instructions for use. Each absorbent contamination particle generates local overheating and might lead to over-treatments and damage to the handpiece. This warning is also part of the user manual.

Event description:
A woman was burned during a hair removal treatment with a mediostar xt device.